Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 11/03/2009 that a customer had an issue with a peritoneal dialysis catheter. Customer states that a quinton catheter had a crack and started to leak. The pt was sent to the hospital to have the catheter pulled and replaced. Pt also received prophylactic antibiotics as a precaution. No additional ill effects to the pt.